Manufacturer narrative:
(B)(4). G2: foreign - event occurred in south korea. Suggested component code: mechanical (g04) ¿ femur d4: attempts have been made to gather all product identification information and no further information has been provided. Kim, y.h., park, j.w., jang, y.s., kim, e.j. Conversion of fused knees to total knee arthroplasty: the 21 to 31-year clinical results and patient satisfaction. Jbjs. 2025;107(19):2178. Doi: 10.2106/jbjs.25.00149. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that, following conversion of fused knees to total knee arthroplasty, 48 knees developed skin necrosis at the edge of the incision site. Two knees underwent debridement and wound closure, and skin grafting was required to achieve final closure. The implants remained implanted. Attempts have been made and no further information has been provided.